Manufacturer narrative:
H6: investigation summary 2 samples returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. Samples were attempted to flush with water. One of the two samples were unable to be flushed. A visual inspection under the microscope revealed excess solvent at the distal end of the set. The customer complaint that fluids will not flush was replicated. A quality notification was sent to the manufacturer. From the manufacturer investigation the root cause was the lack of time in the air fixture operation. A quality alert was developed to notify personnel. A device history record review for model mp5301-c lot number 22069274 was performed.

Event description:
It was reported that 2 bd 8.5 in pressure rated set w/bonded were clogged. The following information was provided by the initial reporter: will not allow to flush. Took blue cap off one to try and still will not flush threw.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd 8.5 in pressure rated set w/bonded were clogged. The following information was provided by the initial reporter: will not allow to flush. Took blue cap off one to try and still will not flush threw.